Manufacturer narrative:
The paragraph below was inadvertently omitted from the previous submission; therefore, a supplemental report is being submitted. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Manufacturer narrative:
Correction to h6; type of investigation, investigation findings, and investigation conclusion. The submission for follow up no. 1 was submitted in error. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode(s) is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was unable to be confirmed as no device or imagery was provided for evaluation. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Additionally, as no work order was provided, a review of the DHR was unable to be performed. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. A review of the IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, "during deployment of the first valve, the scrub tech in training inflated too quickly, causing the valve to jump ventricular and land in a 50/50 position." It was clarified that "the entire system appeared to have jumped forward." Per the training manual, the user is instructed to "begin initial deployment with a slow controlled inflation." In this case, the quick inflation may contribute to system instability, potentially pushing the system forward, as reported. As such, available information suggests that use error (inflated too quickly) may have contributed to the reported event.

Event description:
During a transcatheter aortic valve replacement (tavr) procedure using a 23mm sapien 3 ultra valve, the field clinical specialist reported that during deployment of the first valve, the scrub tech in training inflated too quickly, causing the valve to jump ventricular and land in a 50/50 position. Angiography showed moderate paravalvular leak (pvl). The physician did not feel comfortable attempting post-dilation and requested a second valve. A new 23mm sapien 3 ultra was prepared and deployed without issue. The patient remained stable throughout the procedure. A trace leak was noted on transthoracic echocardiogram (tte) following implantation of the second valve.

Manufacturer narrative:
The investigation is ongoing.